Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause of the issue was they had a problem charging the device and had more pain in their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had been having so much back problems that they were told to increase stimulation. Patient said they usually had it at 2.2 and went up to 2.7 today, but they didn't feel anything in their foot and there was no more tingling. Agent asked if patient was feeling a tingling sensation in the foot normally, and patient stated yes. The issue started about a month ago, maybe two months ago. Patient mentioned they had an MRI coming up on friday. The patient was redirected to their healthcare provider to further address the issue. Patient stated they have an appointment with healthcare provider on the (B)(6).